Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 21, 2017. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusion: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator leak. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations . Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information and device evaluation), (device evaluated by manufacturer), (device manufacture date). (B)(4). The returned sample was visually inspected. The oxygenator was not found to leak. Both the blood inlet port and blood outlet port had short pieces of tubing attached with tie bands applied. These connections were made by the customer prior to use. Due to the length of the tubing not being long enough to complete the test, the tie bands and tubing's had to be removed in order to leak test the unit. It was noted that the tie bands were easily removed from these connections, it is possible that the tubing connection to the oxygenator port was not tight enough, allowing a leak from the connection during use. Because these connections were not able to be tested, this was not able to be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.